Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. There had been several motor stalls and recoveries that have occurred. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).